Event description:
Ethicon endopouch used to remove ovary during pelviscopy. When bag was closed with specimen inside, a portion of product broke from delivery tool. Product piece was retrieved from pt without incident.